Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 72mm abdominal aortic aneurysm. Vessel morphology at implant was reported as the proximal neck diameter right below the renal arteries was 22mm and 32.4mm in diameter right above the aneurysm entry. The proximal neck length was 12mm. It was reported that during the final angiogram, a type ia endoleak was identified. The physician stated that it was expected due to the neck angulation and the length of the proximal neck. The physician added a 36mm proximal cuff and staples. The endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine. Film review analysis: review of pre-implant cta¿s and 3d sizing film report revealed that the patient had a 7cm aaa. The proximal neck was severely angulated; the infrarenal neck was angulated 80deg r-l and 70 deg a-p. The neck flow lumen diameter measured 22 x 24mm just below the right renal. The distal aortic diameter was 26mm x 20mm. The iliac arteries were mildly tortuous. At the origin of the left common iliac artery there was a short segment of thrombus or a slight dissection. The exact cause of the proximal type I endoleak seen at implant is uncertain. Films at implant and post-implant were not available for review. However, it appears likely that implanting within the severely angulated and short neck may have contributed.

Manufacturer narrative:
(B)(4). Conclusion: off-label (neck angulation greater than 60 degree).